Event description:
It was reported that during a carotid angioplasty procedure, stent deployment issues occurred. The "mildly" stenosed lesion was located in the non-calcified and mildly tortuous unspecified internal carotid artery. The vessel diameter was 6-7mm. The physician advanced the carotid wallstent monorail 8.0 x 29mm stent delivery system to the lesion, however, once the physician attempted to deploy the stent, it was noted that "the stent opened 1/3". The entire stent delivery system was removed and the procedure was successfully completed with another of the same device. No post-procedure complications were noted and the patient status was reported as "fine".